Event description:
It was reported that the patient experienced itching for a couple of weeks, redness and discharge from the spinal cord stimulator (scs) lead and clik anchor site. It was determined that the patient had developed an infection. The patient underwent a procedure in which the physician reopened the incision site, and determined that the infection was superficial and above the clik anchor. The physician cleaned out the wound with a betadine flush removed the stitch and closed the incision, the patient was prescribed antibiotics and is doing well post operatively. Cultures were take but the results are unknown. No devices will be returned as they all remain implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7092238. Brand name: clik x. Upn: m365sc43180. Model: sc-4318. Serial: null. Batch: 31666362.